Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that sample ID# (B)(6) was repeated on the affected dimension vista 1500 instrument after moving the assay to another server, resulting acceptably. Siemens determined that quality controls (qcs) were within expected ranges prior to running the patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and ran the over mix test, recovering unacceptably. Then, the cse replaced the reagent arm 4 (r4) mixer, performed a bottom of cuvette correction (bocc) adjustment, and ran service method tests. The sample probe (s3) mixer test recovered unacceptably and the cse replaced the s3 mixer and drain. The cause of the discordant, falsely low co2 results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s), who questioned the result. Sample ID# (B)(6) was repeated on the same instrument and sample ID# (B)(6) was repeated on an alternate dimension vista instrument, both resulting higher. The repeat results were reported to the physician(s) as correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.